Manufacturer narrative:
A boston scientific technical services consultant documented the clinical observations and discussed further trouble shooting. The caller stated the physician will continue to monitor this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system generated a red alert due to out of range shocking impedance measurements. Shocking impedance measurements have been in the 130 ohm range. No adverse patient effects were reported.